Event description:
Customer reported that device therapy connector was broken. Caller wanted part number information for replacement therapy connector. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and the requested therapy connector part number info to repair device. Customer determined the root cause of issue to be a damage therapy connector. The removed part was not available for evaluation.